Event description:
Physician during surgery was using dermatome to obtain skin graft from pt's right thigh x2, power loss in the middle of the graft both times, power gauge to wall nitrogen outlet showed pressure decreasing and ultimately stopping. New cord obtained, plugged in and dermatome ran correctly.